Manufacturer narrative:
Age at time of event:(B)(6) years old.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 97% stenosed, 2.75x17mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous, and severely calcified left anterior descending artery. After the lesion were crossed with a 6f non-bsc guide catheter, 185 pt2 moderate support guidewire and pre-dilated with a 2.75x20mm emerge balloon catheter, a 20 x 2.75 rebel bms stent was advanced, but failed to cross the lesion. The device was removed, and it was noted that the stent tip was deformed. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.